Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that one syringe 0.3ml 31ga 6mm wholeunit 10bag separated from its hub during use. The following was reported by the initial reporter: "it was reported needle is coming off with cap. Verbatim: needle is coming off with cap".

Event description:
It was reported that one syringe 0.3ml 31ga 6mm wholeunit 10bag separated from its hub during use. The following was reported by the initial reporter: "it was reported needle is coming off with cap." Verbatim: needle is coming off with cap."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned as of 20 november 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 0041282 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.